Manufacturer narrative:
The ge representative conducted an onsite investigation. The high voltage pcb and the high voltage cable were replaced. The system was tested and is operating as intended.

Event description:
The customer reported the 9900 system displayed ma on in error messages when trying to boot up. No pt injury was reported.